Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that two different stylets could not be fully inserted into the lead during the implant procedure. It was stated that while implanting the lead, the green-blue cap stylet was replaced with a white-blue cap stylet; however, the stylet could not be completely inserted and operating of the lead was difficult. The white-blue cap stylet was then replaced with a white cap stylet, but the white-cap stylet could not be inserted completely either. It was unknown whether any external factors had led or contributed to the event. The lead was replaced with a back-up product as a result of the event and the issue was resolved. There were no specified surgical interventions planned or performed and the patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the stylets being unable to be completely seated in the lead was undetermined. It was noted the lead was discarded by the customer.